Event description:
Product analysis was completed on the explanted generator and lead. The returned generator performed according to all functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. The returned lead was also assessed. The allegation of lead fracture was not verified in pa. Continuity checks for the returned lead portions identified no clear discontinuities. Typical wear and explant related observations were made (abrasions on the outer silicone tubing, damage to the electrode coils, likely due to manipulation during explant), and no anomalies were noted. Setscrew marks on the connector pin indicate that at one point, good mechanical and electrical connection existed between the generator and lead. Based on the portion of the lead returned, the occurrence of the lead fracture could not be confirmed. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was seen during system diagnostics. X-rays were performed and per the physician's review, there were no obvious discontinuities. The x-ray images have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery. The suspect device was received by the manufacturer and ispending completion of product analysis. No additional relevant information has been received to date.